Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported; therefore, no lot release records were reviewed.

Event description:
It was reported that the patient passed away on (B)(6) 2017. There was no further information provided. Attempts were made to contact the diabetes nurse to provide additional information and she was not able to provide any further information regarding this event.